Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. At the time of troubleshooting, the monitors and pic ix application were working as expected. The rse had the customer check the configuration settings and they noted the tele batt empty/ tele replace battery inop severity had been preconfigured to red technical alarm. The customer confirmed with the rse they understood the battery status function. The rse provided the customer user instructions for future reference. Philips requested for logs to be reviewed by an internal philips product support engineer (pse); however, they could not be provided. No further investigation or action is warranted at this time.

Event description:
The customer reported that the device is not alarming when battery is low. The device was in use on patient at time of event, there was no adverse event reported.